Manufacturer narrative:
Conclusion: reportedly, the device was working intermittently and explantation took place. However, the limited received information does not allow to determine an exact root cause for explantation. The concerned device was explanted in 2012 and its location is unknown at the clinic, thus it is not going to be received for investigation. This is a combined initial and final report.

Event description:
Whilst reviewing an implant registration card, it was stated that concerned device had been previously explanted. Vorp (B)(4) was implanted on (B)(6) 2012 and then explanted on (B)(6) 2012. The recipient was then re-implanted. Additional information was requested to the field. According to further details, the device had a loose contact i.e. Functioning was at times interrupted. The explanted device is not available for investigation and its location is unknown.